Event description:
The patient reported that subsequent to the implant of a portegen sling for treatment, family member developed sores on their penis from the abrasive, exposed sling. The patient reported the device was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.